Event description:
It was reported that the patient presented with no sensing on the left ventricular (lv) lead. A chest x-ray confirmed that the lv lead had dislodged. The lv lead wad explanted and replaced. The patient is a participant in the product surveillance registry. Nopatient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6940 implantable tachy lead (B)(6) 2000; 6945 implantable tachy lead (B)(6) 2000. (B)(4).

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.